Event description:
A customer reported to baxter (B)(4) of air being in the line of the uromatic y-type irrigation set. This condition occurs in the urology operation room. Reportedly, the set is used for organ removal like kidney or liver. The problem seems to be the size of the chamber of this set being too small. During a multi-organ transplant, when the second line is unclamped following clamping the first line; the priming is too slow and the chamber is completely draining so air goes into the patient line. It was reported that when a non-baxter set was used prior to this baxter set the medication flowed normally since the drip chamber was larger. Reportedly, the drip chamber of the non-baxter set is approximately 10-12cm; while the drip chamber of the baxter set is approximately 6-8cm. According to the reporter the big size of the chamber for the non baxter reference allowed the priming but now with the baxter chamber the priming is not possible. A baxter nurse has gone to the facility to see a manipulation with the sets by the urology operating room. The nurse thinks there is a misuse, because the set, which has a y form, is connected with a viaflo bag 1000ml to do a priming. The priming is done on just the first line. Then a second bag is connected with the other line without doing a priming between the second line and the chamber. Reportedly, just after the second connection, they clamp the first line and they unclamped the second one. When they do that, air bubbles appear, coming from the line between the connection and the chamber. The bubbles are forced to move to the chamber. The chamber begins to drain until it is totally empty and then the air bubbles are forced to move in the main tubing. The air bubbles are really harmful for the removed organ. Reportedly, the second bag is a solution to cool down the removed organ for a better preservation (they use drugs like celsior, viaspan, scott15). According to the baxter nurse, it's not a problem with the set but a misuse, that 's why the problem appears systematically there was no patient injury or medical intervention reported; however, there is a risk of pulmonary embolism. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.